Manufacturer narrative:
Additional information in b5.

Event description:
It was reported that during meniscus repair surgery, the t1 of the fast fix 360 was deployed and the t2 fell off. The t1 was removed from patient by using pliers. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were returned with the device with no sign of damage. The needle of the device appears bent from manufacturer intended position. The deployment needle is in the t2 pre-deployment position. A functional evaluation revealed the device functioned as expected. The suture knot could also be tightened when applied pressure to knot. A review of the customer provided image confirms the devices batch number and product number. The image also confirms that the anchors are removed from the device. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during meniscus repair surgery, the t1 of the fast fix 360 was deployed and the t2 fell off. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.